Manufacturer narrative:
Results: a sample was returned to bd for evaluation, along with a photo, both showing the customers indicated failure of a missing label. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4289648. Conclusion: an absolute root cause for this incident cannot be determined. The mostly likely cause is a broken label stock caused by jam during label placement during the tulip process.

Event description:
It was reported that the label was missing on a bd vacutainer¿ venous blood collection tubes: sst¿ serum separation tubes with a gold hemogard closure. No serious injury, blood to mucous membrane exposure or medical intervention was reported.